Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015921. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-03-08. Medical device lot #: 9048669. Medical device expiration date: 2024-02-29 . Device manufacture date: 2019-03-29.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced packaging tears while opening leaving paper shards in sterile field/room. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 303310 batch no.: 9015921 & 9048669. Reported issue: the problem is the way that the product is packaged. It is now a paper type of covering causing cross contamination because when trying to open onto the sterile filled the paper is fraying contaminating the syringe.

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of 20ml luer lok syringes experienced packaging tears while opening leaving paper shards in sterile field/room. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9015921 & 9048669. Reported issue: the problem is the way that the product is packaged. It is now a paper type of covering causing cross contamination because when trying to open onto the sterile filled the paper is fraying contaminating the syringe.